Event description:
The customer reported experiencing occlusion alarms on thei pump starting in the first week of june when attempting to send a bolus. There was no adverse impact to the customer's blood glucose level he customer had moved all equipment sites several times in an attempt to resolve the issue but continued to receive alarms. A replacement pump was sent to the customer to resolve the issue.